Manufacturer narrative:
Updated the manufacturing date. Reported event: an event regarding instability involving a tritanium shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Cup revised due to patient reported pain. Surgeon revised femoral head to 36mm+4 & revised cup to a zimmer cup with screws & 36mm poly liner. Update 01/07/2020: instability is probable reason for revision.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 10° x3 insert 32mm ID; cat # 623-10-32d; lot # tj35ym unknown head; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Cup revised due to patient reported pain. Surgeon revised femoral head to 36mm+4 & revised cup to a zimmer cup with screws & 36mm poly liner. Update 01/07/2020: instability is probable reason for revision.